Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level was elevated and the system controller log file showed an increase in power over time. The patient was asymptomatic.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Analysis of the system controller log file provided by the hospital confirmed a slight upward trend in pump power over time; however, a specific cause for the increase in pump power could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2017 to (B)(6) 2017 and no red heart/hazard alarms were captured. The majority of the data appeared to show routine power source exchange and the pump appeared to be functioning as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase level had decreased to baseline levels since (B)(6) of 2017. The patient's inr goal was increased to 2.2-2.7. No further information was provided.